Manufacturer narrative:
A ge rep evaluated the system and adjusted the output dose and calibrated the collimator iris. System operates as intended. (B) (4).

Event description:
The customer reported poor image quality, images too dark in digital spot. No pt injury was reported.